Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of large intestine perforation ('punctured and area of colon') and pelvic pain ('pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced large intestine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the large intestine perforation had not resolved and the pelvic pain and migraine had resolved. The reporter considered large intestine perforation, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: colon perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of large intestine perforation ('punctured and area of colon') and pelvic pain ('pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced large intestine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the large intestine perforation had not resolved and the pelvic pain and migraine had resolved. The reporter considered large intestine perforation, migraine and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: colon perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.